Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an unwitnessed fall overnight and found by their family on the floor the next day. It was also reported that the right atrial (ra) lead exhibited a high impedance warning and atrial oversensing, causing false classification ofat/af episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.